Event description:
As reported, during insertion of a 6 mm. Angioguard embolic protection device, the guidewire was noted to be broke and the sheath was damaged. There was no reported patient injury. Additional information received indicated that the deployment sheath was noted to be damaged. There was no reported difficulty prepping the device and the device was prepped according to the instructions for use (IFU). Another angioguard was used to complete the procedure successfully. No target lesion information is available. No other product issue was noted either at the account after the procedure or prior to shipping for inspection. The deployment sheath tip was still fully seated in the filter basket introducer upon opening the packaging. There was some difficulty encountered flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire. No additional information was available.

Manufacturer narrative:
Additional information received indicated that the anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was difficulty encountered while docking the filter basket into the deployment sheath. The physician did not recall if the proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. No additional information is available. Complaint conclusion: the site reported that the deployment sheath of a 6mm angioguard rx was damaged and the guidewire was ¿broke¿. The device was exchanged for another similar device and the procedure successfully completed with no reported patient injury. Details regarding the patient or the target vessel location and characteristics were not provided. The site reported that the product was opened and that difficulty was experienced when docking the filter basket into the deployment sheath. The anti-migration clip closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. They further reported that the device was prepped according to the instructions for use (IFU) and that some difficulty was encountered when flushing the filter introducer and deployment sheath. No difficulty was experienced while introducing the device into the patient. Details regarding when the deployment sheath damage or the guidewire breakage occurred were not provided. The device was exchanged for another similar device and the procedure successfully completed with no reported patient injury. The product was returned for inspection. One non-sterile rx/6mm basket diameter/180cm stent deployment sheath, and a torque device components were received for analysis inside a plastic bag. Per the visual analysis, the torque device was found affixed to the delivery wire and stent was observed deployed and out from introducer tube. An unzipped condition observed on the delivery sheath (unzipped condition of approximately 17.0 cm length from 26.3 cm to 43.0 cm from delivery sheath distal end). No other anomalies observed. The embolic protection device was inspected under a microscope and no anomalies or damages observed. Functional test not performed due to the nature of complaint reported. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. According to the product IFU prior to the procedure, all equipment and packaging should be inspected and examined carefully for defects. Users are instructed to check the guidewire, filter basket, deployment sheath, capture sheath and capture sheath rx port for bends, kinks or other damage. Defective equipment should not be used. Users should verify that the deployment sheath should be fully engaged in the filter basket introducer since it can become disengaged during shipping. If not engaged, they are instructed to manually engage it. Users are instructed to flush the deployment sheath and filter basket introducer with 10ml of saline until they see saline within the coil dispenser at the green deployment sheath hub. Users are then instructed to remove the two anti-migration clips closest to the torque device and need to ensure that the torque device is securely attached to the guidewire prior to removing the wire from the coil dispenser until the basket is completely docked into the tip to the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath. Users can then remove the last anti-migration prior to opening the torque device. They then need to pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut by gripping the torque device in one hand and the proximal end of the guidewire in the other. Users are instructed to complete the prepping of the device by locking the torque device onto the guidewire while ensuring that the deployment sheath hub remains engaged with the torque hub and pulling the wire and deployment sheath out of the dispenser coil. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. The reported ¿deployment sheath damaged¿ and ¿ecgw ¿ fractured¿ events were not confirmed. The finding of an unzipped deployment sheath¿s cause could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported events could be related to manufacturing issues. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.